Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) findings noted helix/lobe distorted/bent, inner insulation kinked buckled, lead stretched, and damaged at implant.

Event description:
It was reported that during implant attempt of 5076 lead, it was noticed that the helix was "unusual". The lead was not implanted. No patient complications have been reported as a result of this event.